Manufacturer narrative:
The insulin pump was received with normal operating currents, passed error test, self-test, and the displacement test. However, the insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the occlusion test, prime, and excessive no delivery tests due to prime alarm. The insulin pump was monitored and no unexpected off no power alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped working. The patient was able to get the insulin pump working again but advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.